Event description:
It was reported that the pump module, when attached to the pcu control module, its spells adaris. Further, when hung, it tries to spell "communication failure". When it's attached running a medicine, it incorrectly spells the medication name. The customer further indicated the issue was resolved after replacing the display board. There was no information of patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Manufacturer narrative:
Please note that the suspect device was not returned for investigation; however the customer provided five (5), images which confirmed the pump module was displaying incorrect characters. Additional information: imdrf annex a, g, b and c grids. H3 other text : customer provided sample photo only.

Event description:
It was reported that the pump module, when attached to the pcu control module, its spells adaris. Further, when hung, it tries to spell "communication failure". When it's attached running a medicine, it incorrectly spells the medication name. The customer further indicated the issue was resolved after replacing the display board. There was no information of patient involvement.